Event description:
Information received by medtronic indicated that insulin pump screen was flashing. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.